Event description:
In october of 1997 rptr found a shard of glass in her tampon after inserting it. Rptr states "this is no joke and is a very serious matter." The product was mfg in the united states of america and then was distributed in a foreign country. Rptr has searched under may categories concerning foreign objects, but yet has to come up with anything. Rptr asks if FDA has any complaints concerning foreign objects in a sanitary product. Though, rptr was not seriously injured, her mental state each month is a challenge. So to make sure this does not happen to other women, she is trying to do as much research as possible concerning this matter. She has a 5 year old daughter and wants to make sure when she is in need for a safe sanitary product, that what she is getting will be, just that, safe. The beginning and ending to this situation is very complex and it included rptr being in therapy with a qualified psychologist. "Who even being a man has made me a rock to stand on. My life is just getting back on track and it isn't until now that I have the courage to speak out and ask for help from others." Rptr has gotten a lot of different responses which include male attorney's laughing at the situation to women attorney's thinking this is a joke or a scam. Rptr can assure that from her family dr to her psychologist that this is no joke or scam. They have also insisted because she lives in a foreign country that she has no grounds as an individual, yet she lives in the foreign country as an immigrant. She was born and raised in the u.s for 27 years. Rptr still has the shard on glass even though the co "proctor & gamble" tambrands tampons issued a courier to retrieve the shard of glass. But under advisement rptr was told to keep it in her possesion.